Event description:
Physician reported rash on his face (cheek area) when wearing mask. He saw a dermatologist.

Manufacturer narrative:
No lot number was provided, therefore the device history record could not be reviewed to determine if any deviations took place during manufacturing. One mask sample was received for evaluation. A 2mm fiber in length was detected. This is considered an expected norm. No other abnormal observation could be made. The only information provided by the customer about the physician is that he saw a dermatologist, his height is (B)(6), and his weight is (B)(6). During the product development phase, all materials used for the mask were evaluated for biocompatibility. The testing was performed in accordance with international standard (B)(4) biological evaluation of medical devices. Only materials that successfully complete these tests can be commercialized. This mask is engineered without dyes or other potentially irritating materials. This mask is composed of polypropylene and cellulose components. The fiber found in the inner lining of the mask meets design raw material specification. At this time, we cannot determine a root cause for the reported issue. We will continue to monitor for complaints of this nature.